Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The probable cause of the e226 was due to an improper connection between the camera head and processor, or due to the presence of dirt on the pins of the camera head. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos camera head display an e226 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be identified. Though, it is likely the phenomenon may be attributed to dust or dirt on the scope, causing the failure, leading to the e226 error. Olympus will continue to monitor field performance for this device.